Manufacturer narrative:
The conclusions are as follows: - the device switched several times in back up mode due to bluetooth issue and the reinitialization was not successful leading to a safety mode switch (vvi 70 min-1). - the battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication has been found broken. A deeper analysis is currently ongoing to understand how this issue occurred.

Event description:
Device was implanted on (B)(6) 2023 afternoon without any specific comment regarding the implantation. After procedure, device interrogation did not reveal any irregularity regarding lead impedance, thresholds and sensing measurements. On (B)(6) 2023 mid-morning, the device was interrogated per standard procedure prior patient discharge. Interrogation revealed that the device was in standby mode. User attempted device re-initialization that reportedly failed and device remains in standby mode. Patient scope revealed device is operating in 70min-1 vvi mode. No response observed on magnet application.